Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including discharge testing and final testing with known good accessories without duplicating the report. The device was recertified and returned to the customer. The batteries used during the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.